Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the 4 way valve was not shifting. Additional malfunctions include the valve operator was stuck, the hose clamps were leaking, and the pm kit was dirty.